Event description:
Incident occurred during the evening at 17:05 pm eastern time. A nurse was proceeding to a transfer of a pt from their chair to the bed. The nurse used the emergency-lowering device to lift the pt for a transfer. Unexpectedly the ceiling lift continued to go up by itself. The nurse pulled the emergency stopping device unsuccessfully. Pt was suspended in its sling above the bed. Nurse immediately called for backup. Three (3) mattresses were placed under pt. They cut the sling in order to lower down the pt onto the bed. Twenty minutes passing incident and resolvement.